Event description:
Depth gauge was broken during a procedure. Its debris was removed from the patient.

Event description:
Depth gauge was broken during a procedure. Its debris was removed from the patient.

Manufacturer narrative:
Additional information, d4: UDI.

Event description:
Depth gauge was broken during a procedure. Its debris was removed from the patient.